Event description:
Reference number (B)(4). Event occured in the united states it was reported that patient faced infusion set cannula bent event on (B)(6) 2024. The patient replaced infusion sets and resumed insulin successfully. No further information is available